Event description:
It was reported to siemens that an incident occurred that involved the artis zee multi-purpose system. Prior to the start of a patient procedure, a collision due to an intended system movement occurred. We have no indications of any adverse effects on the health status of the involved patient. Siemens has requested additional details in order to conduct an investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
The investigation was completed by our experts. The investigation revealed that no unintended system movement occurred. On multi-purpose systems the ecc-j is mounted on a trolley, which can be freely moved. During the incident, the trolley was placed too close to the table, causing the c-arm to collide with the ecc-j. This incident was confirmed by a siemens customer service engineer and the user. There is no indication of unintended system movement. It is operator¿s responsibility to check for potential obstacles prior to releasing system movement. The operator manual contains adequate instructions about system movement and how the operator can avoid collision. The ecc-j was replaced at the site. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.